Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device & biopsy cap was used during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2016 while checking the scope, it was noted that a sponge from a biopsy cap was stuck inside the working channel of the scope which caused scope damage. Reportedly, there was no patient and procedure involvement and it is unknown as to which case was the biopsy cap used. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.